Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received letter and had loose drive support cap. The customer states they had pushed the cap back in and wanted replacement. The customer's blood glucose level was unknown. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to flattened button dome switches. The keypad connector was fully locked. The drive support disk was inspected and no anomaly was noted. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.